Manufacturer narrative:
The patient weight was not provided. Unique identifier (UDI) #: (device identifier) (B)(4). Approximate age of device ¿ 1 year and 2 months. (Calculated from the date when the system controller was issued to the patient.) No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the system controller alarmed with a change controller message. It was reported that the patient came to the clinic to have the system controller exchanged. The patient was described as frail and struggled with the system controller exchange in the clinic. The patient had difficulty inserting the driveline into the system controller and experienced some dizziness. The system controller was successfully exchanged. The system controller was discarded by the lvad clinician. No further information was provided.

Manufacturer narrative:
The reported event of a replace system controller alarm was confirmed during analysis of the submitted system controller log file. The system controller was not returned for evaluation and was discarded. The log file submitted for review contained 240 entries spanning approximately 49 days, from (B)(6)2017 to (B)(6)2017. On (B)(6)2017 at 9:27 pm a replace system controller alarm accompanied by a yellow wrench advisory became active due to an lcd fault. The replace system controller alarm did not affect the controller¿s ability to operate the pump at the set speed and resolved on its own. There are 21 other transient lcd faults active throughout the log file that did not result in an audio/visual alarm condition due to their brief nature. A root cause for the lcd fault was not determined. Reports of similar issues will continue to be tracked and monitored. Similar reported incidents of difficulty connecting the driveline to the system controller have been identified. Struggle/difficulty connecting the driveline is being addressed through the corrective and preventative action process. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.